Manufacturer narrative:
Investigation results were made available. DHR-review: ref:02.00024.118 ; lot:16277628 yield:541. Delivered:541. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: instrument breakage. Event description: it was reported that during the surgery on (B)(6) 2018, the ncb drill broke.the surgery was completed with another device. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the drilling bit has been received unbroken. There are some small deformations on the cutting area visible. The instrument shows also sharp edges. Based on this visual examination the reported event cannot be confirmed. Conclusion summary: it was reported that during the surgery on (B)(6), 2018, the ncb drill broke. The surgery was completed with another device. Based on the returned product and the given information the complaint could not be confirmed. The visual examination did not confirm the instrument breakage. The instrument was returned unbroken. Even though there are some small, normal signs of usage on the cutting area visible, the edges are still sharp and look intact. The instrument was manufactured in 2016. It is unknown how many times the device was used in surgeries. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that during surgery the drill bit broken. No debris fell into patient. Surgery was completed with another device.